Event description:
The physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure. A femoral angiogram was performed with the common femoral artery descrived as "a good healthy looking artery,." There were no problems reported during the insertion or deployment of the deivce. There was difficulty reported upon device removal. Counter traction was applied and the device was forcefully withdrawn against the counter traction. Hemostasis was achieved with the device and manual compression. No adverse events or changes in pt management were reported and the pt is reported to be fine.